Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This occurred during priming for peritoneal dialysis therapy. There was no report patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During the review of the event history logs of the returned homechoice device, it was noted that this system error 2367 alarm was preceded by a se 2240alarm (air in set/line). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.